Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise oversensing was observed on this right ventricular (rv) lead, which resulted in pacing inhibition that was greater than 2 seconds. The patient was hospitalized, due to experiencing syncopal events. A temporary pacing wire was placed, to prevent further episodes of asystole, prior to the rv lead revision. During the revision, the lead was tested by the pacing system analyzer (psa), which suggested normal function. However the lead was manipulated, while connected to the pacemaker, during which, noise and pacing inhibition were observed. Surgical observation revealed lead damage at the proximal portion of the lead, near pacemaker. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported.